Manufacturer narrative:
MDR 3003442380-2024-02773 - device 10 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced ten infusion set cannula kinked event. The blood glucose level was 300 mg/dl at the time of event. The issue occured witin three hours of insertion. The site of insertion was abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.